Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("what was the reason for removal- unsatisfactory device location."), device breakage ("part of essure device broke off during removal") and pelvic pain ("chronic pelvic pain") in a 27-year-old female patient who had essure (batch no. C35383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (B)(6) 2007, (B)(6) 2012 and (B)(6) 2014), multigravida, wisdom teeth removal, cervical biopsy, colposcopy, vaginal operation and live birth (date of births: (B)(6) 2007, (B)(6) 2012 and (B)(6) 2014). Concurrent conditions included obesity, smoker and dysfunctional uterine bleeding. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2016 and norethisterone acetate (norethindrone acetate). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight loss over 50 pounds"). On (B)(6)2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("left and right side of lower abdomen (severe)") and complication of device removal ("part of essure device broke off during removal"). The patient was treated with oxycocet (percocet), surgery (removal of essure), surgery (removal of essure) and surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, fatigue, weight decreased and complication of device removal had resolved. The reporter considered abdominal pain lower, complication of device removal, device breakage, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: 1 coils could be visualized coming from ostea. Next the same procedure was done on the patients contralateral side revealing 3 coils coming from ostea. Bilateral tubal ligation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2016 patient had surgical pathological report resulted in received formalin, labelled , bilateral pieces of essure are seven coiled metallic springs that range from 3.5 x 0.1 cm to 0.3 x 0.2 cm. No sections are submitted. The results of your essure confirmation test? Total bilateral occlusion. On (B)(6) 2015 concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for sterilization. On (B)(6) 2013, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure removal). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: a female consumer had essure inserted and experienced chronic pelvic pain. Essure was removed. The event is regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("what was the reason for removal- unsatisfactory device location."), device breakage ("part of essure device broke off during removal") and pelvic pain ("chronic pelvic pain") in a 27-year-old female patient who had essure (batch no. C35383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 ((B)(6) 2007, (B)(6) 2012 and (B)(6) 2014, gravida ii, wisdom teeth removal, cervical biopsy, colposcopy, vaginal operation and live birth (date of births: (B)(6) 2007, (B)(6) 2012 and (B)(6) 2014). Concurrent conditions included obesity, smoker and dysfunctional uterine bleeding. Concomitant products included ibuprofen from may 2015 to august 2016 and norethisterone acetate (norethindrone acetate). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight loss over 50 pounds"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("left and right side of lower abdomen (severe)") and complication of device removal ("part of essure device broke off during removal"). The patient was treated with oxycocet (percocet), surgery (removal of essure).essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, fatigue, weight decreased and complication of device removal had resolved. The reporter considered abdominal pain lower, complication of device removal, device breakage, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: 1 coils could be visualized coming from ostea. Next the same procedure was done on the patients contralateral side revealing 3 coils coming from ostea. Bilateral tubal ligation . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2016 patient had surgical pathological report resulted in received formalin, labelled , bilateral pieces of essure are seven coiled metallic springs that range from 3.5 x 0.1 cm to 0.3 x 0.2 cm. No sections are submitted. The results of your essure confirmation test? Total bilateral occlusion. On 21jul2015 concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs+mr received, lot number added, event added as:- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, fatigue, weight loss, complication of device removal,what was the reason for removal- unsatisfactory device location. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc company causality comment: a female consumer had essure inserted and experienced chronic pelvic pain. Essure was removed. The event is regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.